Event description:
This guidewire's surface was not smooth and the coating appeared to be coming off. The device was removed from the procedure. There has been no claim of injury related to this event.